Event description:
The device was implanted on 9/1/93, for intrathecal infusion of morphine for treatment of pain (note: intrathecal infusion of morphine was not a MFR's (MFR) indication for the device's intended use at the time of implant). On 5/28/97, the facility nurse informed the MFR's clinical rep. That the pt has not been seen at the facility since last year, he winter vacations in arizona and was managed in a clinic there. The pt decided at some point to abandon his therapy via the device, but changed his mind sometime this past spring. When the pt abandoned his therapy, he let the device run dry. He later changed his mind and was seen in a clinic in arizona to have the device refilled with morphine on 4/1/97. During the device refill procedure, the morphine infiltrated the device pocket and the pt required a hospital stay in arizona for this problem. The length of stay and dates are unknown. The pt was told in arizona after the device was refilled that he must return to this facility within four (4) weeks of returning home to have the device checked and refilled. On 5/27/97, for the first time since his return, the facility nurse saw the pt. It was determined during the refill procedure that the device was once again dry. The device sideport was flushed and remained patent. The plan of action was as follows: due to the pt living some distance from the clinic, he planned to return to the facility the following week to have the device checked and to determine if the device was still functioning. The facility nurse stated that she would inform the MFR's clinical rep. Of the date to enable her to follow-up on pt/device status. No further details were provided at this time.